Event description:
On an unknown date, a patient was implanted with a gore excluder aaa endoprosthesis to treat a left common iliac artery (cia) aneurysm. On (B)(6) 2013, the patient was taken to the operating room to treat an infected device. The device reportedly became infected because the originally treated left cia aneurysm was mycotic. It was reported the patient was treated with long-term antibiotics, but the patient was not fully compliant with the antibiotic treatment. On (B)(6) 2013, the infected gore excluder aaa endoprosthesis was explanted, and various bypasses were performed. The patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
Method - a manufacturing evaluation could not be performed as the lot number of the device was not provided.